Event description:
The complainant alleged whiling monitoring a patient, the device displayed a "cable fault" message and would not allow the clinician to switch from semi-automatic to manual mode. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.